Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03106. Historical information received from the medical chart review identified the patient experienced an infection (cultures confirmed) at her scs ipg pocket and scs lead site with a "prominent" mass, blistering and discoloration at the lead site. It was also reported the patient experienced erosion at her scs lead site and her scs ipg being superficial which caused irritation. As a result, the scs system was explanted. As of 09/08/2011 the issues had resolved. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(4) 2015, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant.

Manufacturer narrative:
UDI(di): (B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.